Event description:
Pt reports she had a corneal ulcer and conjunctivitis. Attempts to follow up with the pt and the ecp have been made for more info and treatment, with no reply. This is being filed as an unconfirmed corneal ulcer. This was originally filed as 9614392-2011-00104 on (B)(4) 2011. It was noted on (B)(6) 2012 that the mfg number and site info were incorrectly logged as (B)(6).

Manufacturer narrative:
This was originally filed as 9614392-2011-00104 on (B)(4) 2011. It was noted on (B)(6) 2012 that the mfg number and site info were incorrectly logged as (B)(6). An amended report 9614392-2011-00104-1 was filed to correct this error. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusions can be drawn. This is being reported as a corneal ulcer. There is no evidence to suggest the contact lens was the root cause of the pt's symptoms. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.